Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive cmv igg results for one sample. Results provided: sid (B)(6) initial result = 79.5 au/ml, repeat result = 0.5 au/ml no impact to patient management was reported.

Manufacturer narrative:
The field service engineer (fse) performed extensive troubleshooting to resolve the issue. During that troubleshooting, the fse observed some gel and sputter at sample probe and sample wash cup. The fse replaced the arc probe and the module function was verified with a control run. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. A review of historical data found no non-conformances related to the current complaint. A review of tracking and trending for the arc probe did not identify any trends. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6)or the arc probe was identified.all available patient information was included. Additional patient details are not available.